Manufacturer narrative:
Error message. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation and prior to implant, the implantable cardiac monitor exhibited an error message. The device was not implanted and another one was used.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: (B)(4).